Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The doctor claims that when injecting, they feel resistance and it really hurts the patient. Upon examining the needle closely, it was noted that the very tip of the needle is bent. This was not noticed until the injection was completed.